Event description:
Blue belt technologies has discovered a defect in some of the naviopfs system monitor drapes, catalogue number pfsd-v0001, which could compromise its ability to provide a sterile barrier. The monitor drapes are used to cover the naviopfs system computer monitor and arm assembly and provide a sterile barrier in the surgical suite. The sterile drapes are a clear plastic bag designed to fit over the naviopfs computer monitor. They are packaged individually in a clear outer wrap. The front section of the drape separates from the rest of the drape at the bond joint. This defect is evident when the computer monitor is being draped. A compromised sterile barrier can present a risk of contaminating the surgeon's gloves. Then surgeon could then contaminate the pt during the surgery, which could lead to infection. No deaths of serious injuries have been reported due to this issue. Medical intervention was not required to prevent permanent impairment. This report is being filed per bbt internal procedure and as a result of an internal audit.

Manufacturer narrative:
Blue belt technologies distributes the sterile drape under the navio brand name. The sterile drape is manufactured for blue belt technologies by: (B)(4). There have been no deaths or pt or injuries reported due to this event. This report is being filed based on an internal audit of the event. Recall (B)(4) has been completed and is closed.